Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was confirmed due to the finding of a detached sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.